Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements, ranging from 2000 ohms to 2030 ohms. These high impedance measurements resulted in a lead safety switch (lss). Technical services (ts) discussed possible causes and recommended further troubleshooting to replicate the noise. This patient is pacemaker dependent. The patient is scheduled to visit the clinic for further evaluation. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements, ranging from 2000 ohms to 2030 ohms. These high impedance measurements resulted in a lead safety switch (lss). Technical services (ts) discussed possible causes and recommended further troubleshooting to replicate the noise. This patient is pacemaker dependent. The patient is scheduled to visit the clinic for further evaluation. This pacemaker has been explanted at this time and the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements, ranging from 2000 ohms to 2030 ohms. These high impedance measurements resulted in a lead safety switch (lss). Technical services (ts) discussed possible causes and recommended further troubleshooting to replicate the noise. This patient is pacemaker dependent. The patient is scheduled to visit the clinic for further evaluation. This pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements, ranging from 2000 ohms to 2030 ohms. These high impedance measurements resulted in a lead safety switch (lss). Technical services (ts) discussed possible causes and recommended further troubleshooting to replicate the noise. This patient is pacemaker dependent. The patient is scheduled to visit the clinic for further evaluation. This pacemaker has been explanted and returned for analysis at this time and the rv lead remains in service. No additional adverse patient effects were reported.